Event description:
Although legal to turn off an ICD, no dr in (B)(6) will deactivate because of risk of being charged with assisted suicide. And despite the right to end life law passed and appeal overridden in (B)(6), drs still fear radiation. In my situation, the defibrillator was unnecessary because of not having heart disease or cardiac arrest. The shocks of up to 50 per day are cruel and inhuman. But four times I have been hospitalized at the same hosp - (B)(6) in (B)(6) - that implanted the defibrillator but (B)(6) declined to treat. (B)(6) only wants to treat the ICD side-effects such as infection and neurology instead of correcting the ICD harm. The dr who implanted, dr (B)(6), flew in from (B)(6) for a weekend and sailing and did not show up at six f/u appts. Four stays at (B)(6) hosp that implanted without treatment, (B)(6) only exploited keeping me to recover from the excessive sedation of midazolam by the (B)(6) fire paramedics. The (B)(6) paramedics were spraying or injecting midazolam aka versed to get a gurney tie-down and transport. My problem, four times repeatedly, was only syncope from the excessive shocks of the ICD that has improper settings not addressed by (B)(6) or the implanting dr as described in my comments above. FDA safety report ID# (B)(4).